Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, the customer stated that the erbe generator was repeatedly displaying a u-02 error. An intuitive surgical, inc. (Isi) technical support engineer (tse) first confirmed that the customer had already power cycled the erbe multiple times without clearing the error. The tse then explained that a repeated u-02 indicated a generator defect that would require replacement of the generator. The tse advised that a covidien forcetriad generator could be used as a backup, but the customer reported that no such backup generator was available. The customer used another da vinci system to complete the procedure. There was no patient involvement when the issue occurred.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi did receive the iesu to perform failure analysis (fa). Fa was not able to confirm the reported complaint via system logs; however, logs did show other numerous errors. During testing, the unit displayed error code c-82 followed by m-02-3 at startup. Generator logs showed errors c-00. The probable root cause of this issue is attributed to a faulty electrical component inside the erbe generator.